Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) male patient had an open sore on his back. The patient was reportedly seeing his dermatologist about the irritation. It was later reported that the patient's condition was okay. It is not clear if the dermatologist provided medical intervention to treat the patient's skin irritation.

Manufacturer narrative:
Method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device, including the blue defibrillator gel.